Event description:
It was reported that pump screen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer support follow-up was declined by customer, and case was closed with no additional corrective actions documented.